Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to turn off the clv-190 before inserting scope and turn on after scope was inserted. It was recommended reseating the maj-1933 cable between the clv-190 and the cv-190 while it is powered off. Tac also recommended to clean the scope contacts with 70% isopropyl alcohol. If the clv-190 socket seems to be the cause, then send the clv-190 in for repair issue resolved. Customer called and confirmed a one bad scope in circulation. The customer will be sending the scope for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during a diagnostic colonoscopy procedure, a b30(scope communication error) occurred on the evis exera iii video system center. It was reported the patient was under general anesthesia. There was a delay reported during the procedure, the time it took to move the patient to another procedure room. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to dust, water scale, or dirt temporarily adhering to the scope and the electrical contacts of the connector part of the subject device, or a temporary problem occurred in the communication wire. Olympus will continue to monitor field performance for this device.